Event description:
It was reported that during normal follow up, externalized conductors were observed. Noise was also noted. Patient was asymptomatic. During dft testing low, out of range hv lead impedance was observed. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.8cm was returned for analysis. External insulation abrasion was noted at 11.2-11.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 14.2-15.6cm from the connector pin consistent with lead friction to the ICD can. . The sensing conductor etfe coating was abraded and the rv conductor was melted and separated at this location. This is consistent with the observation from the field of noise and low hv lead impedance.

Manufacturer narrative:
(B)(6).